Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe the alleged deficiency of the device may have caused or contributed to the leak or were there other patient factors?

Event description:
It was reported that the patient came back for a leak six-weeks post op of a laparoscopic sleeve gastrectomy. Part of the resolution was the patient was given a stent. Patient status is currently unknown.